Manufacturer narrative:
(B)(4). This complaint is for a leak found on patient line. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient contacted baxter (B)(4) to report that a leakage was found on the patient line. The patient was connected. It is unknown during what process step the event occurred. No patient injury or medical intervention was reported. There is no additional information available.